Manufacturer narrative:
The user-reported issue was not confirmed. The pump was tested to have a flow rate accuracy of 2.03% within the +/-5% specification. Another issue found was battery outside of warranty, which was not related to the reported issue. The pump was repaired and tested to meet full specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00063).

Manufacturer narrative:
The manufacturer is currently waiting for the return of the pump. Upon receiving this complaint, it was initially determined as not reportable by the manufacturer. During the final review of the complaint file by quality/ management, it was determined as MDR reportable on 03/02/2017.

Event description:
The user reported that the pump was not infusing correctly as expected. No patient harm or injury occurred for this case.